Event description:
Terumo medical corporation received the following reported information: loss of priming by oxygenator membrane / emergency oxygenator change. Intermittent leak at orifice. Patient cannulated cec ready to start. There was no patient injury.

Manufacturer narrative:
D4: UDI: n/a at this product code is not exported to the us market. D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E3: occupation: healthcare manager - materiovigilance. Confirmation of the provided image it was found that water droplets had been adhered to the housing at the oxygenator's gas outlet side. Visual inspection of the actual device it was found that the thermistor probe of the oxygenator's blood outlet port had been cracked. The provided image was the one at the oxygenator's gas outlet side. Based on the obtained information that "does it appear cracked? No", it was inferred that the crack found on the actual device occurred while it was being returned. Leak test of the actual device after rinsing the actual device, it was installed into a circuit consisting of tubes, and the colored saline solution was allowed to flow down. It was found to be leaked from the cracked section that was found in the oxygenator's blood outlet port. No leakage was found in the gas outlet side as seen in the provided image. After sealing the crack in the oxygenator's blood outlet port, colored saline solution was circulated. No leakage was found in the gas outlet side as seen in the provided image. -the blood channel of the actual device was filled with colored saline solution, the blood outlet port side was blocked, and an air pressure of 2kgf/cm2 was applied to the blood channel from the blood inlet port side. No leakage was found in the gas outlet side as seen in the provided image. The manufacturing record and the shipping inspection record of the actual device no anomaly was found. Past complaint file no other similar report of the product with the involved product code/lot# was found. Based on the investigation result, no leakage in the actual oxygenator's gas outlet side was found. Since leakage as seen in the provided image could not be confirmed, it was not possible to clarify the cause of occurrence. The IFU (capiox fx25) has the following warning: do not use an oxygenator and reservoir that leaks. Replace it with another capiox fx25 oxygenator and reservoir. Terumo medical corporation (tmc) (importer) registration no. 2243441 is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. 9681834.